Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio found that the device would not remain powered on during evaluation. Physio determined that the cause of the reported issue was that a hybrid layer capacitor (hlc) battery, designator bt1, located on the analog pcb assembly had leaked electrolyte and could no longer hold a charge. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.